Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that magnet electrocardiogram was not available on the most recent transmission. It was noted that this is a known issue that can happen during intermittent telemetry. The device remains in use. No patient complications have been reported as a result of this event.